Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5, d2, and h6 (medical device problem code). The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a defective relay on the pace/defib (pd) engine board. The pd engine board was scrapped. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 115" message.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 115" and "discharge fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.